Manufacturer narrative:
(B)(4), no physical sample was available for evaluation. The physical sample was disposed of by the end user. However, a picture was received depicting where the needle separated from the hub. Unfortunately the failure could not be confirmed with this picture since the photo did not represent the actual failure reported. The device history record for the lot reported was reviewed and no non conformances were observed for this product. Two years of complaints were reviewed and no trend was observed. This component of this device is supplied from another vendor. At this time a root cause could not be determined since an actual sample was not available for evaluation. However the supplier for this component was notified of this issue by a quality notification. (B)(4).

Manufacturer narrative:
(B)(4). Initial emdr submission. No sample available as the product was thrown away by the end user. The patient involved was not injured. The caregiver involved was not injured. If any additional information becomes available a follow up emdr will be submitted.

Event description:
It was stated that the needle is separating from the hub "reports to me state the needle remains in the patient when removing during procedure. No sample available, as staff remove the needle and dispose of in proper container. "The staff has always expressed that the needle is separating from the actual hub."

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed.